Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the control unit was not functioning and was damaged and the device generated heat. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function and subsequently, seven more tests could not be performed. The electronic control unit (ecu) was measured and it was determined that it did not work at all and heated up after a short time. The cover plate of the ecu was dismantled, and liquid residues were detected. It was further determined that the issue was consistent with improper reprocessing which caused the malfunction of the handpiece device. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location is currently unknown. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device broke down while being used together with the battery device. It was further reported that the device sounded as if the battery was dead. According to the reporter, a new battery was installed; however, the device died immediately. It was reported that the device and batteries were taken out of the operating room and a new device was obtained. It was not reported if there were any delays to the surgical procedure. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.